Event description:
It was reported that the patient experienced hyperglycemia event on (b)(6)2026 and was treated with manual Insulin.

Manufacturer narrative:
E1: Patient City: (b)(6)Patient Country: Colombia Name: Medtronic MinimedCountry: United States of AmericaStreet: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325 ¿ 1219Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380